Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a suspect false positive result with the ID now covid-19 performed on a nasopharyngeal copan ce0123 floqs swab. Repeat testing was performed with negative results. Confirmation testing on nasopharyngeal swab with gene expert generated negative results CT = 0. The customer stated the patient was symptomatic. 60 specimen tests were conducted for staff members who came into contact with the patient. Additional patient information, including treatment and outcome, was requested but not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144104 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number m144104 and test base part number 190-430 / lot m144104 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144104 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.